Event description:
The patient reported a distortion in the sound quality of voices. Testing was performed and no evidence of any problem was detected. The external accessories were exchanged and new fittings were made to correct the distortion. Further testing carried out in february, some difficulties were observed with some measurements being shown as normal and then some showing a malfunction in the system. The patient also reported feeling some pain around the implant area when the sound quality was distorted over the past few days. The patient was advised not to use the speech processor until further analysis of the data by innsbruck was carried out. Upon analysis of the data in innsbruck, it was determined that the device has malfunctioned.